Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began at 8:00pm on the event day after the subject meter's batteries had been replaced. The cca noted that the pt manages her diabetes with oral medications; however, it is not known what action, if any, she took regarding her diabetes management as a result of the alleged issue. Approx 6 hours after the issue started, the pt claimed she became sweaty, dizzy, and lightheaded. In response to the symptoms, the pt reported treating self with food and/or drink. At the time of troubleshooting, the customer care advocate (cca) noted that the alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.